Manufacturer narrative:
The device was returned for evaluation. The preliminary analysis indicated that the overheating was found after one minute and the device was noisy. The preliminary analysis one minute temperatures: rear: 31.0 centigrade; middle: 34.7 centigrade; nose: 54.4 centigrade. If information is provided in the future, a supplemental report will be issued.

Event description:
During a tympanoplasty the physician heard a ¿noise (abnormal sound)¿ from the drill; ¿however, the drill was continuously used. 5 minutes later the drill overheated.¿ there was a delay of 30 minutes; it was confirmed that the reported device was used to complete the procedure. No patient impact or injury was reported.

Manufacturer narrative:
The repair of the device has been completed. As a result of initial checkout, it was confirmed that the reported device overheated. As a result of inside checkout, it was noticed deterioration of some parts including cable and bearing due to dirt and rust. The device was disassembled and cleaned. Some parts including motor cable assy and bearing were replaced. Final checkout was performed and it was confirmed that there was no malfunction. If information is provided in the future, a supplemental report will be issued.